Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The device was not returned for evaluation. However, the clinical report has been reviewed. The root cause the access site bleeding was most likely due to anticoagulation management since the bleeding was resolved by stopping the heparin. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer. ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) : ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Th complainant reported a patient was placed onto impella cp support for cardiomyopathy. While on support, the patient experienced access site bleeding that was resolved with discontinuation of heparin. Patient's condition was stable post procedure.